Manufacturer narrative:
Weight of patient is unknown. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of manufacture is unknown ge healthcare's investigation is ongoing. A follow-up report will be submitted when the investigation is complete. Device evaluation anticipated, but not yet begun.

Event description:
Per the customer, following a whole body scan, the patient was placed on a chair that was along the side of the detectors for a static acquisition of both hands. Operator #1 positioned the detectors for the scan manually and selected a protocol for a static acquisition with a preset gantry position. Operator #2 brought the patient in and asked the patient to sit with her legs under the lower detector. Operator #2 found the gantry in what appeared to be the scan position; and therefore, expected ?prepare gantry? Step was already completed by operator #1 or the static scan protocol without a predefined gantry position was selected. This site has 2 different protocols that can be used for this scan, one with a preset gantry position and one without. Operator #2 was near the patient and used the hand control to start the acquisition. Not in front of the monitor, which indicates prepare gantry is the next step but next to the patient, she pressed start on the hand control. Operator #2 expected the system to start acquiring data. However, when operator #2 pressed start on the hand control, the system initiated the ?prepare gantry? Program, moving the detectors radially out (apart from each other). As a consequence, the lower detector pressed the patient legs. Operator #2 stopped the motion by pressing an e-stop button. Patient was moved to ER with a diagnosis of fracture left lower ankle joint.

Manufacturer narrative:
The investigation indicates that the event occurred due to operator improperly positioned patient for a scan, under the mistaken understanding that the system was ready for a scan while the selected protocol included a "prepare gantry" (moves detectors to predefined position) stage. In addition, the operator did not pay attention to the warning on the monitor screen, impending gantry motion when a protocol with a preset gantry position is defined. Customer description and field engineer testing confirmed that the system performed as expected. Product labeling includes instructions and warnings for safe operation. The root cause for the patient injury has been determined to be use error, operator improperly positioned patient for scan.